Event description:
Boston scientific received information that this device could not be interrogated and a magnet response could not be obtained. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.